Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 810 pulses and completed several boluses before deactivation. The data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The investigation found no issues that would result in a needle mechanism failure or the failure to deliver insulin. The investigation determined the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s911usqs6dyg5. Hardware: sm-s911u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their blood glucose levels rose to 283 md/dl while wearing the pod between 1 and 4 hours. It was reported that the pink slide did not move forward. The pod was removed and cannula appeared normal. As treatment a new pod was placed.